Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right artery. A 2.50x32mm synergy drug-eluting stent was advanced for pre-dilatation. However, the device failed to cross the lesion. It was advanced for several times but severe resistance was felt. When the device was pulled out from the patient's body, the stent was found lifted. The procedure was completed with different device. No patient complications were reported.